Event description:
Device defibrillator therapy was administered to the pt. The pt regained a pulse but re-arrested during transport to the hosp. The crew stated that numerous times during and after the resuscitation attempt the monitor briefly displayed 'service monitor' and the red service indicator would light. Additionally, it was alleged the pt ECG would be replaced by a display of dashed lines. The pt was not resuscitated.